Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report on behalf of the patient cgm inaccuracies on (B)(6) 2014. Dexcom technical support attempted to contact the patient multiple times for additional information, but was unable to reach the patient. At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries.